Event description:
It was reported that during an arthroscopy, a total of two (2) fast-fix 360 had issues. For the 1st fast-fix, the t1 was dropped out in the joint ((B)(6)). For the 2nd fast fix, while pushing the t1 implant, the t2 implant also came out ((B)(6)). The procedure was completed using a s+n back-up device. It is unknown ID there was a delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, while using a fast fix, while pushing the t1 implant, the t2 implant also came out. The procedure was completed using a s+n back-up device. It is unknown ID there was a delay, and no further complications were reported.